Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be re-opened.

Event description:
A clinical literature search was completed for a central venous line medical device. The study alleges that in 2006, during transport to radiology the medical team noted arterial pressure waveforms within the patients central line. Fluid infusion was stopped immediately, and the patient was scheduled for surgical removal of misplaced the central venous catheter. The catheter was inadvertently inserted into the patient's sub-clavian artery. The use error event resulted in significant hemorrhaging necessitating partial clavicle resection, arterial suture, and muscle patch repair. No additional patient consequences to report.